Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and it is unknown whether the customer noted a trend arrow on the device. The customer experienced hyperglycemia, tiredness, and difficulty in walking. It was indicated that the customer self-treated (unknown). There was no report of death or permanent injury associated with this event. A sensor scan of 3 mmol/l was obtained and compared to a competitor brand meter result of 25.7 mmol/l. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.